Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-35 serial #: (B)(4) description: scs phiii ext 35cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms of pain and discoloration were noted. The infection was believed to be not device or procedure related. Poor wound care was believed to be the cause of the infection. The patient was prescribed antibiotics. The patient underwent an explant procedure and was doing well postoperatively.